Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/10/2015 with the following findings: the original complaint could not be investigated because evaluation revealed the internal clock battery on the pcb board had failed. A timekeeping accuracy test was performed. Pump maintained time accurately during 5 day duration test; however when pump was left without power for 1 hour and pump was powered back on it had returned to the default time and date. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. A review of the black box and total daily dose data revealed that the time/date was incorrectly set causing the pump data to be inaccurate.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time/date issue) issue. It was reported that the patient experienced a blood glucose over 250 mg/dl, but less than 500 mg/dl without symptoms. The reporter stated that the pump's date jumped to a different month without cause. Reportedly, the pump retained the time/date when the battery was changed. The patient's blood glucose readings do not meet animas' criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.